Event description:
It was reported that the vns pt was seen for follow up and high lead impedance resulted from a system diagnostic test. The physician programmed the device off and referred the pt for x-rays. X-rays were sent to MFR for review where the lead appeared to have a slight kink just above the tie-down, which was located below the anchor tether in the neck. In addition, there were two suspect areas of the lead visualized in the pa chest views received. The first suspect area was located just below the positive electrode where a possible lead discontinuity was observed. The second suspect area was located just above the tie-down where the lead appears to have a kink, where there is a second possible discontinuity observed. The c-spine neck views were inconclusive in revealing lead discontinuities due to the x-ray quality and resolution. The lead pin appeared to be fully inserted inside the generator. The pt has been referred to a surgeon where revision surgery is likely to occur.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed two suspect areas where the lead appeared to have two possible discontinuities. Device failure is suspected, but did not cause or contribute to a death or serious injury.